Event description:
The monitor showed high pressure after it was implanted.the physician replaced several monitors and the monitor showed high pressure. The patient's condition is stable.we tested it after it was removed.the monitor displayed -2mmhg.